Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. No error alarm noted. The device had minor scratched display window, cracked battery tube threads, broken reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed during the manual prime. Customer stated that insulin was squirting out and the insulin pump was not loading the reservoir during priming. Drive support cap was noted to be sticking out. Customer's blood glucose reading at the time of the call was 312 mg/dl and has been treating with manual injections. Nothing further was reported.